Event description:
It was reported to philips that geo movement partially available due to defective 24v power supply on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service scheduled replacement of defective power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).